Manufacturer narrative:
The reason for this revision surgery was identified as dislocation. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - (first revision was on (B)(6) 2014, (B)(6)). Postoperative, the pt became dislocated on the reverse shoulder prosthesis. The surgeon's revision operative plan was to try a larger glenoid; they were deemed too large for the pt's anatomy. The surgeon decided to do a hemi.